Event description:
The evening after pt's third treatment she developed nausea and vomiting. She was admitted to the hospital and found to be hypotensive. Labs revealed decreased calcium, magnesium and potassium. She had tolerated her procedures well but had significant flaring post procedure. Due to hypotension, she was admitted to ICU and administered pressors. CT revealed a small amount of peritoneal fluid in abdomen. No definitive diagnosis was reached, physicians thought there might be an "intrinsic renal problem" and that patient may have a lupus-like syndrome with flaring of her rheumatoid arthritis. She was discharged to home.